Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: medical product: tprlc 133 type1 bm ho 14.0, catalog #: 51-114140, lot #: 3799308, medical product: bone scr 6.5x25 self-tap, catalog #: 00625006525, lot #: 63622287, medical product:liner elevated rim 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, catalog #: 00875201336, lot #: 63772623, medical product: shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners, catalog #: 00875705801, lot #: 63719390. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05483. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient underwent an initial tha. Subsequently, the patient was revised due to ceramic head fracture and truninosis.

Event description:
It has been reported that the patient underwent an initial tha. Subsequently, the patient was revised due to ceramic head fracture and truninosis.

Manufacturer narrative:
Cmp-(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b1, b4, d2, g4, g7, h1, h2, h3, h6, h10. G3: report source, foreign - event occurred in australia. D11: medical product: tprlc 133 type1 bm ho 14.0, catalog #: 51-114140, lot #: 3799308. Medical product: bone scr 6.5x25 self-tap, catalog #: 00625006525, lot #: 63622287. Medical product:liner elevated rim 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, catalog #: 00875201336, lot #: 63772623. Medical product: shell with cluster holes porous 58 mm o.d. Size ll for use with ll liners, catalog #: 00875705801, lot #: 63719390. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 650-0662. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. The reported event states hip revision due to implant fracture. Lines 1.3.2.1 and 1.3.2.2 of risk file relate to the reported event ¿ device fracture or damage to acetabular components. These lines have a severity score of 3 which is defined in the rmr as: prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. Therefore, the outcome of the reported event (surgical intervention) is in line with the rmf. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.